Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was displayed service code 204 (belt/monitor unusable) and failed incoming functional testing. The cause for the failure was , the insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca and the u409 can transceiver on the computer/analog board were shorted. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.